Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 11, 2014 to september 12, 2014. The device was received and the evaluation was completed, to investigate the reported issue. Visual inspection revealed white particles floating inside the fluid pathway. The reported condition was verified. However, the cause of the condition, could not be determined. A CAPA has been opened, to address this issue. A batch review was conducted and there were no deviations found, related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor contained white floating particles. The device was filled with an unspecified amount of fluorouracil ¿half strength¿. It was unspecified what process step this was found at. There was no patient involvement. No additional information is available.